Event description:
It was reported that there was a missed refill. The emergency room (ER) physician stated that the lady had mental issues and was ''acting crazy'' when the patient came in to the ER. The primary care physician (pcp) stated that the pump had been turned off years ago. Patient never came back to have the pump explanted. The patient was admitted to hospital and then discharged. The drug used in the device was morphine.

Event description:
Additional information received indicated that no missed refill was reported, only that the pump had run out of medication.

Manufacturer narrative:
(B)(4).